Event description:
A cracked pump screen was reported by a distributor named (B)(6) in france, with the screen remaining black upon testing. The customer¿s blood glucose level was reported to be 210 mg/dl. The device is being returned for further inspection, and a replacement pump has been provided.